Event description:
Pt. Reports safe connect "cracked last evening causing line to "back up w. Blood"; pt's spouse identified "difficulty flushing line" prior to this event. Device replaced by pt's spouse.